Event description:
It was reported that the patient was symptomatic with lightheadedness and was falling down. The right ventricular lead changed to unipolar polarity due to low impedance. Oversensing was seen when the patient rotated their arm. An x-ray was performed which confirmed lead migration. An interrogation also showed noise, increased pacing threshold, and significantly decreased impedance. The lead was capped and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.